Manufacturer narrative:
Investigation summary: a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 3011703, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed that the luer ports of the y-adapter were deformed. There appeared to be a split that extended past the luer threads. Therefore, based off the provided photos the engineer was able to verify the reported defect. It was determined that this was a manufacturing related issue that occurred during the assembly process.

Event description:
It was reported that the one of the ports on the bd nexiva¿ closed IV catheter system - dual port broke and was found after the insertion. The following information was provided by the initial reporter, translated from spanish: "nexiva with one of the broken ports, identification of the problem after insertion."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the one of the ports on the bd nexiva¿ closed IV catheter system - dual port broke and was found after the insertion. The following information was provided by the initial reporter, translated from spanish: "nexiva with one of the broken ports, identification of the problem after insertion."